Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with two unspecified anti-inflammatory drugs (doses, frequencies and route of administration). At the time of this report, the patient had recovered from the event and pd therapy was ongoing. Additional information is not available.